Event description:
It was reported that, during surgery with cori, there was a bone generation error. They added more points to the tibia bone model several times but it did not work. They re-mapped and were able to proceed after adding enough points to cover the entire tibia. When they had to burr, it became clear that cori oversized the tibia bone model because the surgeon was at the edge of the bone but cori was showing a few more millimeters of bone on the lateral side. When they went back to their planning screen, it was clear that their re-mapping oversized the tibia bone model substantially. What was also concerning was that the lateral resection depth changed dramatically from 9.5mm (on their original plan) to 2.5mm (on the new plan). This did not change their gaps but it was concerning to the surgeon that the resection depth changed but cori still let him respect 9.5mm. The procedure was completed with a less than 30 minute delay using the same device. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problems could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. The reported claims that cori had oversized the tibia bone model after remapping that caused a drastic change in resection depth from the original plan to the updated plan, and the differing virtual location versus physical location of the drill by a few millimeters also could not be confirmed. A possible contributing factor could be tracker movement. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.